Event description:
It was reported that the patient presented to the emergency room experiencing fatigue and bradycardia. Upon interrogation, it was noted that the right atrial (ra) lead exhibited diaphragmatic stimulation and high capture threshold. Programming changes were made. The patient was in stable condition and will continue to be monitored.